Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/30/2013 with the following findings: during investigation, a review of the pump¿s black box shows that dates begin from (B)(6) 2013. The pump was used after the original complaint date and all histories and black box data for the event have been overwritten. The accessible black box and alarm history showed no errors or alarms associated with the complaint. The total daily insulin deliveries added up correctly and reflected the user's programmed basal rates. The pump was tested on a 29 hour flow test and was found to be delivering within the specified range. The force sensor calibration was found not to be within specifications; the force sensor resistance was found to be within specifications. The complaint was not able to be duplicated due the pump information for the complaint date being overwritten.

Event description:
On (B)(6) 2012, the patient's cde contacted animas to report that the patient experienced a low blood glucose (bg) excursion. Per a download report, the patient's cde reported that the patient experienced an unexplained low bg of 32 mg/dl on (B)(6) 2012 shortly after midnight. The reporter informed customer support that the patient's mother gave the patient quick acting cho and by 10am that morning the patient's fasting blood glucose was 132 mg/dl. At the time of the call with the reporter, the nurse educator confirmed all pump settings were correct at the time of the incident. There were no associated alarms in history. Review of prime history revealed a prime on (B)(6) 2012 at 12:22am of 15.5 units and a fill cannula of .70 units. The low bg of 32 mg/dl was recorded around 2am. The patient's mother was contacted and she informed customer support that the patient does all of her site/set changes. Customer support then spoke with the patient. The patient confirmed she was disconnected for the prime step and verified seeing drops of insulin from end of tubing; however, she did not recall if she was disconnected from skin site when she removed the old cartridge from the pump. After pump was reviewed animas customer support noted no technical issue with the subject pump was identified. Although review of the pump did not reveal a malfunction of the device, this complaint is being reported because the patient developed an unexplained low blood glucose of 32 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.